Event description:
The reporter stated that surgeon was inserting a single piece silicone toric lens model aa4203tl and the lens tore in the inserter and was removed with no pt injury. The lens was lost and is not being returned.

Manufacturer narrative:
Lens was lost, will not be returned for evaluation.